Manufacturer narrative:
The hill-rom technician found the nurse call was not turned on. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician turned on the nurse call system to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call was not working on bed siderails. The bed was located in (B)(6). There was no patient/user injury reported. (B)(4).